Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred while setting up equipment and delayed the surgery by less than one hour. It was reported that the gantry stopped moving once around the patient. The site was not sure if the transport brake set/release button was pressed or not, as this has been the issue before. The system was restarted and worked as expected. The surgery was completed with imaging and there was no impact on patient outcome.